Event description:
It was reported by service report that the customer alleged that the fowler will not stay up. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Gas spring cylinder.